Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was capped due to damage in insulation and lead body. It was noted during interrogation for device upgrade that the impedance was out of range. Subsequently, a fluoroscopy was performed in which it showed that the lead was snapped in half at the clavicle. Hence, the lead was replaced and terminal pin was removed. No additional adverse patient effects were reported.